Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: d2b-product code: fge,gbo,lje additional information: d9 this report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked. Before the procedure, the outer packaging of the product was checked, and no damage was noted. During "pre-rinsing" no abnormality was found. When the catheter was inserted into the patient for biliary drainage, the catheter was found to be leaking. Another drainage catheter was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used catheter was returned to cook for evaluation. During tabletop testing, the drainage catheter was flushed, with no evidence of leakage. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant nonconformances. A database search did not identify any other events associated with the reported device lot. Cook also reviewed product labeling. The IFU [ t_multi2_rev1] packaged with the device contains the following in relation to the reported failure mode: how supplied: "upon removal from package, inspect the product to ensure no damage has occurred." The information provided upon review of the dmr, DHR, IFU and device evaluation, cook medical has concluded the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked. Before the procedure, the outer packaging of the product was checked and no damage was noted. During "pre-rinsing" no abnormality was found. When the catheter was inserted into the patient for biliary drainage, the catheter was found to be leaking. Another drainage catheter was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): phone: (B)(4). G4 ¿ PMA/510(k) #: k173035. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.